Event description:
Health professional reported that after injection with juvederm ultra xc in the glabella, the pt experienced bleeding, swelling, and pain at the injection site. There were also "white milia, or pustules" noted. Pt was seen by another physician at an urgent care who prescribed oral antibiotics (unspecified at this time). The pt's symptoms deteriorated and was seen in the ER the next day, and more antibiotics and steroids (unspecified at this time) were prescribed. Add'l info has been requested and f/u is in progress. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Device eval summary: batch number h24l744140 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.